Event description:
It was reported that a cartridge alarm (alarm 30) occurred during insulin deliveries. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate therapy available for diabetes management.